Event description:
The device was used during a laparoscopic cholecystectomy. It was reported by the rep since the silicon ring of flapper bulb detached, gas leaked. There was no consequence to the pt.

Manufacturer narrative:
Device returned with no lot identification. Based upon the info received and the visual examination, it was confirmed that the instrument's inner gasket had become "detached" and was not received with the instrument. No conclusion could be reached as to how this had occurred. Co strives to understand each incident as it occurs in an effort to continuously improve co's products. The assembly location has been informed of this incident.